Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) and reported a high blood glucose (bg) event. She also alleged that the meter remote had a communication issue with the pump the reporter claimed that at times some boluses were not completed due to the meter remote being unable to communicate with the pump. She was concerned that the meter remote had failed. The reporter indicated that the patient had developed a bg level of "400 mg/dl" while at school. The patient reportedly had symptoms of frequent urination, thirst, and tiredness. The reporter denied that the patient had symptoms of shortness of breath, chest pain, or abdominal cramps. The patient was not checked for ketones. Through troubleshooting, the pump¿s bolus history revealed that the no bolus was given at lunchtime that day. A nurse, however, claimed that she had bolused at lunch. The anm representative involved in this contact advised the reporter to instruct the nurse to make sure the patient is standing still during bolus delivery. The reporter was also advised to look at the meter remote and the pump's bolus history to verify that a bolus was delivered. The alleged communication issue was resolved with troubleshooting. The meter remote and pump were paired. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level with symptoms suggestive of severe hyperglycemia. However, at this time, it is unclear if the pump and/or use-error contributed to the patient¿s injury. The alleged communication issue is not likely to cause an adverse event because the user can still manipulate the pump without the pairing it with the meter remote to program insulin delivery.